Manufacturer narrative:
For two (2) of the reported events, lot numbers gftb3626 and gfte2358 were reported. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. These lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for these events. For four (4) of the reported events, lot numbers were not reported; therefore, manufacturing reviews could not be performed. For the six (6) reported events, the devices were not returned for evaluation; therefore, the investigations are inconclusive for filter tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. All devices are labeled for single use.

Event description:
This report summarizes six (6) malfunction events. A review of the events indicated that model rf310f filter tilted and perforated. For the six (6) reported events there were no reported attempts made to retrieve the filters. These reports were received from various sources. All six (6) events involved patients with no known impact to the patients. The six (6) patients gender, age and weight were not reported.

Manufacturer narrative:
H10: of the 6 originally reported malfunctions, 3 were reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdrs 2020394-2019-03888, 2020394-2021-80279, and 2020394-2020-05376. H10: of the three malfunctions, the product catalog number of 1 device was updated to rf400f, lot number gfsi2322. H10: of the three remaining malfunctions, two lot numbers were reported and lot history reviews were preformed. The devices have not been returned to the manufacturer for evaluation for any of the reported malfunctions; however medical records have been received for three malfunctions. Of these three malfunctions, one is confirmed for perforation and tilt, one is inconclusive for perforation and unconfirmed for tilt, and the third malfunction was further reported to have experience occlusion; this malfunction is confirmed for perforation and tilt but is inconclusive for occlusion. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4. H11: b5, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the malfunctions indicated that rf310f vena cava filter allegedly tilted and perforated. These reports were received from various sources. All three malfunctions involved patients with no known impact to the patients. Two patients were reported as male, one of which was 53 years old and weighed 121kgs. One patient was reported as a 65 year old female. All other patient information was not provided.

Event description:
This report summarizes four malfunctions. A review of the malfunctions indicated that rf310f vena cava filter allegedly tilted and perforated. These reports were received from various sources. All four malfunctions involved patients with no known impact to the patients. Two patients were reported as male, one of which was 53 years old and weighed 121kgs. One patient was reported as a 65 year old female. All other patient information was not provided.

Manufacturer narrative:
Of the 6 originally reported malfunctions, 2 were reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdrs 2020394-2019-03888 and 2020394-2020-05376. Of the four malfunctions, the product catalog number of 1 device was updated to rf400f, lot number gfsi2322. Of the four remaining malfunctions, two lot numbers were reported and lot history reviews were preformed. The devices have not been returned to the manufacturer for evaluation for any of the reported malfunctions; however medical records have been received for three malfunctions. Of these three malfunctions, one is confirmed for perforation and tilt, one is inconclusive for perforation and unconfirmed for tilt, and the third malfunction was further reported to have experience occlusion; this malfunction is confirmed for perforation and tilt but is inconclusive for occlusion. The final malfunction is inconclusive for perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 6 originally reported malfunctions, the product catalog number of 1 device was updated to rf400f, lot number gfsi2322. Of the 6 originally reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03888. Of the five remaining malfunctions, three lot numbers gftb3626 and gfte2358 and gfsi2322 were reported. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. These lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for these events. For two of the reported events, lot numbers were not reported; therefore, manufacturing reviews could not be performed. For four reported events, the devices were not returned for evaluation; therefore, the investigations are inconclusive for filter tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filters. For the remaining fifth malfunction, a xray and medical records were provided for review, confirming perforation and tilt. The investigation of the fifth malfunction was inconclusive for occlusion. The root cause could not be established for all of the reported malfunctions. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the events indicated that rf310f vena cava filter allegedly tilted and perforated. For the five reported events there were no reported attempts made to retrieve the filters. These reports were received from various sources. All five events involved patients with no known impact to the patients. For four of the events patients gender, age and weight were not reported. For one event the patient was a 53 year old male weighing 121 kgs.

Manufacturer narrative:
Of the 6 devices, the product catalog number of 1 device was updated to rf400f, lot number gfsi2322. Of the 6 reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03888. For three (3) of the reported events, lot numbers gftb3626 and gfte2358 and gfsi2322 were reported. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. These lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for these events. For two of the reported events, lot numbers were not reported; therefore, manufacturing reviews could not be performed. For four reported events, the devices were not returned for evaluation; therefore, the investigations are inconclusive for filter tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filters. For the remaining fifth malfunction, a xray and medical records were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes six (6) malfunctions. A review of the events indicated that rf310f vena cava filter allegedly tilted and perforated. For the six (6) reported events there were no reported attempts made to retrieve the filters. These reports were received from various sources. All six (6) events involved patients with no known impact to the patients. For five (5) of the events patients gender, age and weight were not reported. For one (1) event the patient was a 53 year old male weighing 121 kgs.